Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: incorrect anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a perforation of the hepatic artery. A balance middleweight (bmw) guide wire was advanced to the lesion and a 4.8 x 19 mm graftmaster covered stent system was advanced over the guide wire when there was resistance between the guide wire and the graftmaster, although the catheter did cross to the lesion. When pressurized the balloon did not inflate. The device was being removed from the anatomy when the stent implant dislodged due to resistance with the anatomy. The dislodged stent was removed with a snare device. The procedure was completed without treating the lesion. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported stent dislodgement was confirmed. The reported inflation issue, difficult to position and difficult to remove could not be replicated in a testing environment as the sds was not returned. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Since the sds was not returned to abbott vascular for analysis, it has been determined that a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The bmw guide wire referenced is being filed under a separate medwatch report.